Event description:
Per the field clinical specialist (fcs) report, at the end of a transfemoral tavr procedure upon removal of the retroflex 3 delivery system a pericardial effusion was noticed and the case was converted to open heart surgery to drain the effusion. The patient was noted to have had a history of left external iliac artery injury with a previous repair requiring surgical access and planned redo repair. The 23mm sapien valve via surgical tf approach was deployed in a 50:50 position without issue and with a good result. The vascular surgery team began removing the delivery system and sheath for the pre-planned vascular repair. Echo was performed and a small effusion was noted. During further analysis of the echo, the patient was noted to have an extreme drop in systolic pressure to 29/11. The patient was put on bypass and converted to open heart surgery to gain control of the cardiac effusion. The initial thought around the pericardial effusion was that the nose cone could have pierced the left ventricle (lv), as the patient had a small lv. Once on bypass pump with a full sternotomy, the effusion was visualized and the pericardial effusion was drained. There was no lv tear or annular rupture noted. No further cardiac surgery was performed on the heart. The effusion was not significant and was not thought to be the primary cause of the patient¿s instability. The patient remained unstable which was related to the left common iliac artery detaching from the left external iliac artery above the vascular cut down access site. Open repair was performed and the patient was transfused 6 units of packed red blood cells. The patient was unable to be taken off the bypass machine and was declared deceased on the table by the physicians.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, the exact cause of the pericardial effusion is unknown however per report patient (small left ventricle) and procedural (nose cone piercing the lv) could have caused or contributed to the effusion. There was no allegation or indication of a device malfunction and the event resolved with draining the effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00087.